Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. The patient interface was not available for return; therefore, a failure analysis of the complaint device cannot be completed. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, lot history, and trending were reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a suction loss during laser occurred 12 seconds into treatment using a patient interface (pi) patient's left eye (os). Doctor was able re-attain suction using same pi and programmed side cut only to complete flap treatment. Completed flap and excimer treatment. Patient's uncorrected visual acuity was right eye (od) 20/15 and os 20/25 at 1 day po visit.